Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the site encountered repeated error 48242. The site was able to recover from the 48242 error successfully. System functionality was reportedly checked prior to use, and no issues/errors were noted. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the same error had occurred seven to eight times during a previous procedure. The customer confirmed with the tse that the system was well ventilated. An isi field service engineer (fse) had gone to the customer site and checked the system. However, the error/issue was still present. The procedure was completed with no reported injury. Isi performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: it was confirmed that the site was able to recover from the fault and complete the procedure successfully.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse noted that during the last site visit, no obstruction was found around the illuminator. However, error 48242 still occurred frequently. The fse replaced the illuminator to resolve the reported problem. The system was tested and verified as ready for use. Isi has requested the illuminator for evaluation, but the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the procedure log confirmed the surgical procedure was performed on (B)(6) 2022 matching the documented event details. A review of the site's system logs was conducted by the fse. The fse identified error 48242 pointing to an over temperature issue with the illuminator lamp. No image or video clip for the reported event was submitted for review. A procedure log review was performed. Per the review, the following was confirmed: a radical prostatectomy w/ lymphadenectomy procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported due to the following conclusion: the site encountered recoverable error 48242 during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure. An isi fse replaced the illuminator to resolve the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported failure. Error 48242 was confirmed in the system log (illuminator lamp is over temperature). The illuminator was installed into a printed circuit assembly (pca) test system. The system started up with errors 48238 (illuminator communications error) and 48208 (illuminator has reached 10,000 hours of use). Additionally, the illuminator failed the white balance test. The root cause was determined to be a component failure.